Event description:
It was reported that a 7.mm disc shaver was getting stuck in a silver t-handle making it difficult to put the shaver in the handle and also to remove it. There was no effect on the patient. Also while attempting to loosen a set screw, the straight tipped shaft broke. All pieces were retrieved and a different shaft was used to completed the task no harm to the patient, surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the part was returned with the distal tip broken. The broken piece was not returned. The driver was in otherwise good condition. One straight tip star-driver shaft (part# 03.632.400 lot# 7663282) was received for reportedly breaking while loosening a set screw. This instrument is used for loosening and tightening of locking caps for the matrix deformity and degenerative systems per technique guide. Product drawings reviewed during the investigation. The driver was received with the distal tip fractured and the remaining tip slightly torqued clockwise indicating failure occurred during loosening. The twisted condition also suggests this failure may have been caused by torsional overload. Mechanical test shows that yielding for this driver occurs at approximately 15nm and shear failure occurs at about 20nm. It is likely that either the 10nm torque limiting handle was out of calibration or it was not used while trying to loosen a locking cap. The user technique is not known however and so the root cause is indeterminate. The driver is made from heat treated x15tn and is adequate for the instruments use. The complaint is confirmed and as a result of not using a calibrated torque limiting handle. The design is adequate for the instrument¿s intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.